Event description:
It was reported that there was no power. No patient involvement was reported.

Manufacturer narrative:
One device was received and evaluated. Visual inspection found the tank cover was cracked, the block assembly was worn and the pcb and power switch were outdated. Functional testing confirmed the reported event. The connection between the pcb and power switch is damaged. The device design has been updated to install a bracket to improve the power switch stability and durability.

Event description:
Additional information received via email 1 november 2022: the issue occurred during annual calibration. There was no patient involvement.

Manufacturer narrative:
Other, other text: d5 and e4 are unknown. Additional event information received indicating event occurred during annual calibration. (B5).